Manufacturer narrative:
(B)(4). (B)(4) - blade dull/poor cutting. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-01074. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopically assisted vaginal hysterectomy on (B)(6) 2009. During morcellation of the 650 gram very calcified uterus, the blade appeared to become blunt and would not cut the specimen. The surgeon then brought the remainder of the specimen to the port site in a bag and cut it with scissors to successfully complete the procedure with no adverse patient consequences.